Event description:
On (B)(6) 2012, the patient contacted animas for assistance in troubleshooting an unrelated issue, and during the call noted that he had experienced a severe low blood glucose (bg) that same day. The patient stated that he did not know how low his bg was, but he stated that he was incoherent during the incident and that he threw his pump at his wife. The patient's wife reportedly locked the patient in the bedroom, and stated that when "he came around enough" he treated the low bg with chocolate milk. The patient's bg at the time of the call to animas customer support was reportedly 165 mg/dl. The patient denied any issues with his basal rates and stated that he had calculated carbohydrates for his food and delivered a bolus at 7:29 pm and then again at 12:16 am. There was no explanation for the reported low bg. This complaint is being reported because the patient allegedly experienced an unexplained hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.